Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt vein. A 2cm peripheral cutting balloon was selected for use with a venous retrograde approach. The balloon ruptured upon the third inflation at 4 atmospheres for 30 seconds. The procedure was completed with another of the different device. No patient complications were reported.